Event description:
Dexcom continuous glucose monitor sensor wire got stuck in left lower abdomen. Patient presented to the ER and wire was visible via ultrasound. She was referred to general surgery who attempted to remove the wire but were not successful as it had migrated from the original location.